Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x1 rb package was not completely sealed. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported by the facility representative that the needle packages are being received not completely sealed.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, open sealing was observed for four unit packages. There is an indication of sealing transfer to the bottom web indicating the sealing process was completed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sealing process parameters were reviewed and within specifications. No other complaints for open seal have been received for other eclipse batches using the same top web and bottom web. Therefore, the root cause due to manufacturing could not be established.

Event description:
It was reported that needle eclipse 25x1 rb package was not completely sealed. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported by the facility representative that the needle packages are being received not completely sealed.